Event description:
Reportedly, upon device interrogation on (B)(6) 2019 after the patient death from an unknown cause, telemetry communication was lost and could not be recovered. The physician would like to know if the device was functional prior to this interrogation. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, upon device interrogation on (B)(6) 2019 after the patient death from an unknown cause, telemetry communication was lost and could not be recovered. The physician would like to know if the device was functional prior to this interrogation. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).